Manufacturer narrative:
(B)(4). The patient was reported to be in their ¿late 60¿s¿ (age of patient). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the cloudy effluent. The cause of the cloudy effluent was reported to be due to diet, but this was not verified. Beginning on an unreported date, the patient was treated with an unspecified antibiotic (route, medication, dosage, frequency, and duration not reported) for the cloudy effluent. After a "few days" (length of hospital stay not verified) of hospitalization, the patient was discharged. Dianeal and extraneal therapies were ongoing. The patient was recovered from the cloudy effluent. No additional information is available.